Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which updated the outcome of the complete heart block to resolved with sequelae.

Event description:
Additional information indicated a computed tomography (CT) of the head and brain and a magnetic resonance imaging (MRI) had also been performed which had confirmed the stroke. The MRI noted an acute infarct in the left frontal lobe corresponded to the CT perfusion abnormality. Additional punctuate/small acute infarcts in the bilateral frontal and right parietal lobe were noted. There was no evidence of hemorrhagic transformation. As reported, although improved from the initial loss, trouble with speech was still occurring. Rehabilitation was not required as result of the stroke.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that the physician assessment was updated. Per the physician, the second degree heart block event was not related to the dcs and cls but did have a causal relationship with the implant procedure and the transcatheter valve.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012728271); product type: 0195-heart valves; implant date na ; explant date na. Brand name evolut fx ls; product ID l-evolutfx-2329 (lot: 0012659409); product type: 0195-heart valves; implant date na ; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic aortic valve second degree heart block developed. The patient required temporary transvenous pacing which was left in place for an unspecified amount of time following the valve implant procedure. This second degree heart block resolved the same day as onset. The physician indicated the second degree heart block was causal related to the delivery catheter system (dcs), compression loading system (cls), implant procedure and the transcatheter valve. Following the valve implant procedure, a stroke code was called due to aphasia. An unspecified diagnostic neurological evaluation occurred and confirmed rapid onset of focal or global neurological deficit. An unspecified intravenous medication was administered. As reported, the replacement of the native aortic valve caused dislodgement of calcified debris that travelled to the brain. The stroke prolonged hospitalization and was reported as causal to the dcs, cls, implant procedure, and transcatheter valve. Also on this day, an abnormal electrocardiogram (ECG) identified a recurrent third-degree heart block which also prolonged the hospitalization. The physician indicated this recurrent abnormal heart block was causal related to the dcs, cls, implant procedure and the tran scatheter valve. Two days following the onset of the complete heart block, a permanent pacemaker was implanted and this third-degree heart block was reported as resolved. Seven days following the onset, the stroke resolved with sequelae and the patient was discharged.